Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that her tampon was bent in half during use and the string was inside her vagina. She had to search for the tampon to manually remove it.